Manufacturer narrative:
The implant was not fractured. The implants were examined under 10x magnification and no thread defects were noted.

Event description:
Removal of dental implant for non-osseointegration. The clinician reported two implants were placed in d2 thick cortical bone in 2005. The implant were removed ten months later. The clinician identified the reason of removal as failure-to-osseointegrate related to post-surgical (pre-exposure) improper loading.